Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.1 not detected on bus. The field service engineer (fse) reseated all cables on the back boards, which resolved the issue. A final hardware test application (hta) test was performed, and the unit passed successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies in half height drawer was not detected on bus. Station was properly shutdown and rebooted but issue persisted. The customer stated that issue impacted patient care. There were no adverse events or injuries reported based on this event.